Manufacturer narrative:
Device passed the displacement test. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the when he screws in reservoir the cartridge was sometimes loose or not secure and he had to fixed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.